Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The mother stated that she was looking for her daughter correction settings. Assisted the caller to walk through the bolus wizard settings, and it was successful. The mother stated that she will call back to provide additional information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.